Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The customer reported that the drill bit was being used to drill holes in the patient's femoral head when the top part of the drill bit broke off in the patients femoral head and is now lodged there. The customer further reported that the surgeon was unable to retrieve it. The patients hip was x-rayed which showed that approximately 8cm of the drill bit was broken deep in the patient's femoral head.

Manufacturer narrative:
Product inquiry states the drill to be the subject product. No further associated products were reported. The review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. Relevant diameters and mechanical properties are within specified parameters. Thus, we exclude deviations in material and manufacturing. The drilling spiral is completely sheared off at the level of approx. 52 mm from the tip. The broken off piece was not returned. Appearance of the breakage surface, the course of the breakage line as well as the absence of plastic deformation indicate a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object (e.g. Metal). Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The customer reported that the drill bit was being used to drill holes in the patient's femoral head when the top part of the drill bit broke off in the patients femoral head and is now lodged there. The customer further reported that the surgeon was unable to retrieve it. The patients hip was x-rayed which showed that approximately 8cm of the drill bit was broken deep in the patient's femoral head.